Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the remaining two clips were fired from the device. It was found that the trigger was not easy to operate, and the clips did not fire at normal speed. The first clip was bent toward the center on one side, but was unformed on the other. The next clip did not load into the jaws properly and was ejected from the device unformed. After the remaining clips were fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to being released, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a nephrectomy the device was used to replace a first device. The device double fired. Another device was used to complete the procedure. There was no patient injury and only a delay to open the devices. This report is being filed for the findings upon investigation.